Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results on the onetouch ping meter. The patient reported blood glucose results of ¿601, 176, 186, and 262 mg/dl¿ with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Reportedly, prior to the alleged readings, the patient had symptoms of ¿weak, angry, hot, and cold.¿ there was no report of any required hcp treatment to suggest a serial injury. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event as the patient's symptom did not meet the lfs criteria of a serious injury.

Manufacturer narrative:
Follow-up # 1 ¿ (12/19/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.